Event description:
The dialysis facility reported an internal "blood leak" of the dialyzer. The extracorporeal circuit of blood was discarded. Ebl 250 ml, without adverse effect to the pt. There was no medical intervention necessary as confirmed with the healthcare professional. MDR filed due to reported blood loss. The lot number was not recorded and the complaint dialyzer had been discarded.